Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned, non-emergency procedure was being performed when the issue occurred, and procedure was completed after restarting the system and there is a delay of less than 20 minutes. The philips remote service engineer (rse) contacted the customer and confirmed the reported issue. Upon troubleshooting, rse found customer's reboot attempt and footswitch use in the exam room and both wireless footswitch and base station replaced last november. Onsite troubleshooting, fse confirmed the intermittent fault with the wireless footswitch connection dropping out. To resolve the problem, fse extended the antenna with a cable, relocating it from inside the surgery wall box to outside. After repair completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by restarting the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.